Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by the customer's spouse that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 26 mg/dl at the time of the incident. The customer was at 130 mg/dl at the time of the call. The customer was given intravenous fluids to treat. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. The caller stated the customer was having issues with sensor signal, sensor glucose versus blood glucose differences, and sensors not lasting 7 days. Troubleshooting was completed for the low and no issues were found. The insulin pump will not be returned for analysis.